Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with an edwards surgical valve, underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The tavr was performed with a 23mm 9750tfx valve. No other details were provided.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that this patient with a 21mm 3000tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of 15 years, 7 months due to unknown reasons. The tavr was performed with a 23mm 9750tfx valve.